Event description:
Per oos, this system was removed due to infection. This device was replaced with a philos ii sr. Also included in this system: selox sr 45, MDR: 1028232-2008-00748. Arox 60 bp, MDR: 1028232-2008-00747.